Event description:
The physician was performing a jailing technique during a stent assisted coil embolization procedure when a non-stryker coil became stuck and impossible to insert in the aneurysm. It was reported that as the physician was removing the microcatheter, the implanted stent along with the coil migrated to the petrous portion of the internal carotid artery. The microcatheter, stent and coil were successfully removed with a gooseneck snare device without clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remains implanted; therefore, a visual inspection as well as a functional evaluation could not be performed. Information available reports that as the microcatheter was being removed, the stent and the coil migrated. Based on the information available, a root cause of operational context has been assigned to this event as procedural factors encountered during the removal of the microcatheter resulted in the reported stent migration.

Event description:
The physician was performing a jailing technique during a stent assisted coil embolization procedure when a non-stryker coil became stuck and impossible to insert in the aneurysm. It was reported that as the physician was removing the microcatheter, the implanted stent along with the coil migrated to the petrous portion of the internal carotid artery. The microcatheter, stent and coil were successfully removed with a gooseneck snare device without clinical consequence to the patient.

Manufacturer narrative:
Subject device is not available.